Event description:
Device has been in the field since 2005 and was initially reported as being broken. Upon receipt and preliminary evaluation in 2007, device was found to have a broken tip with resulted in the unit firing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.